Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative reported via e-mail the he called the customer regarding an upgrade and the customer stated that the insulin pump had frequent battery changes, the piston would get stuck during prime, had issues with the act button and absence of alarm when running out of insulin. Blood glucose value is unknown. Troubleshooting was not performed. The device will not be returned for analysis.